Manufacturer narrative:
Additional information: upon follow-up, the medtronic representative reported the site used the images that had artifact during the procedure. When the medtronic representative visited the site and confirmed the images, the image had a little bit of anomaly.

Manufacturer narrative:
A system checkout was performed on the system, and it was not reported that the issue was replicated.

Event description:
A medtronic representative reported that an artifact was observed on the image. Additionally, when 2d images in lateral direction were taken, there was one vertical line in an image. There was no patient impact reported and no delay in surgery. Surgery proceeded as planned.